Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following a glaucoma filtration device implant procedure approximately five years ago, the device was completely clogged. The device was removed. Additional information was requested.

Manufacturer narrative:
Additional information: only shunt was received for investigation in a plastic bag. During initial inner illumination check, lumen was found partially blockage, therefore the reported complaint was confirmed. After cleaning, the shunt inner lumen was found to be open; there is no indication for any manufacturing relating factors that could cause the reported event. All products pass 100% final inspection prior to approval. If a defect would be noticed, the product would have been rejected. The device was implanted about 5 years ago, one may conclude that the blockage was formed after the product left the manufacturing plant. The root cause is inconclusive - unable to verify, the root cause could not be conclusively determined since the blockage could have been caused by many different reasons after the clinical procedure. The blockage does not seem to be product related since after the shunt cleaning the blockage was removed. The manufacturer internal reference number is: (B)(4).